Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The buttons were sticking and nonresponsive. The customer changed the insulin pump's battery but the issue persisted. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
No unexpected number ramping anomaly was noted. The insulin pump had no up arrow button response due to corroded keypad traces. A cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a stained end cap sticker.